Event description:
It was reported that an occlusion alarm occurred. Additionally, it was reported that a cartridge did not fit onto the pump. Customer changed cartridge to address the issue. There was no adverse impact to the customer¿s blood glucose level.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.